Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported, when using masimo pulse ox for nocturnal studies, the download time for the results has increased to over 45 minutes, and causes the computer to timeout before test is able to be printed. This has delayed the results getting to the chart of the patients. No patient had any adverse effect from this issue.